Event description:
A healthcare professional reported that the flap appeared thinner than expected in the right eye of a patient, during refractive surgery. The symptoms were resolved. No patient information and medical report was available. There are multiple related reports for this facility. This report addresses the patient unknown right eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).